Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) -no * what is the most current patient health status? -good status. Investigation summary this is an analysis of one video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the video shows a staple line on the tissue and a staple leg can be seen protruding of the tissue based on the video the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that after one fire, the surgeon noted one leg of a staple was not formed (video attached). The surgeon covered the staple leg by fat pad and then completed the operation.